Event description:
The customer reported false positive reactions with cell #2 of biotestcell-p3 when testing on tango optimo. The customer was not able to provide the exact date of event. The incidents apparently occured on several occasions starting in calender week 31. But the customer was not able to provide information as to the exact days of occurrence. The customer has returned the supposedly defective product, but none of the patient samples that had caused false positive test results were sent to us for investigational testing. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive reactions with cell #2 of biotest cell-p3 when testing on tango optimo. The customer was not able to provide the exact date of event. The incidents apparently occured on several occasions starting in calender week 31. But the customer was not able to provide information as to the exact days of occurence. The customer has returned the supposedly defective product, but none of the patient samples that had caused false positive test results were sent to us for investigational testing. Our quality control laboratory tested the customer's complaint sample in parallel to the retained biotest cell-p3 sample with negative and positive control and 22 negative edta plasma. All positive and negative reactions were correct. We did not observe any false positive reactions. Only occasionally the negative results would not show a discrete cell button, but a hazy surrounding. But despite this hazy surrounding, all negative reactions could distinctively be evaluated as negative results. Testing by our quality control laboratory confirmed the allegedly defective lot of biotest cell p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.